Event description:
The customer reported the system displayed ghost images on display. Also, the system intermittently won't expose when using hand switch.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.